Event description:
During the throractomy procedure, both staplers prematurlly locked out. The first locked out and was replaced, then the second stapler locked. The case was completed by pulling a third gun. No consequence to the pt.